Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a procedure on (B)(6) 2023 in cardiac catheterization laboratory (cath lab) partial balloon angioplasty of outflow graft stenosis which caused low flow alarms. The patient was doing well, without new issues. Log files were submitted; there were no unusual events recorded prior and post procedure. The patient had a right femoral approach then angiogram for ascending aorta and found the stenosis between lvad and ascending aorta. Viabahn stent was placed. The patient had frequent low flow alarms and low speed advisories in operating room. Patient's speed was changed from 5800 to 5600. The log contained various set speed changes, low flow hazard, as well as low speed advisory alarms on (B)(6) 2023 between 10:05am-10:34am. Tech service stated that based on the email these alarms and setting changes were associated with the operating room procedure. The pump appeared to be operating within normal parameters with no additional alarms following this time frame.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR # 2916596-2022-12580 manufacturer's investigation conclusion: the reported outflow graft stenosis could not be confirmed through this evaluation. The submitted log files captured low flow alarms on (B)(6) 2023 and (B)(6) 2023 which were consistent with the reported operating room procedures. No other notable events were observed, and the pump operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Although the only alarms reported were associated with the patient's operating room procedures, section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The current heartmate 3 lvas patient handbook is also currently available. Section 5, entitled "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.